Event description:
Customer reported that her blood glucose was 78 mg/dl. Customer stated that she was having problems with her sensor and serter. Customer stated that the sensor needle hub was getting stuck in the serter and the sensor pulled out of her skin when serter was removed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.